Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: aiming arm locking device (part# 03.037.015, lot# 3l89040, quantity# 1).

Event description:
It was reported that on (B)(6) 2019, during the proximal femoral nailing system (tfna) on a patient left hip fracture, a distal targeting device on a short tfna did not work on the nail. It had to manipulate and had to spend the aiming arm and the handle in equipment back in to have it replace and evaluated to see if there was anything going on about. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed. Patient outcome was successful. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: device interaction/functional. Visual inspection: both hybrid insertion handle and 130 deg aiming arm were received in assembled condition. Both devices were able to be separated. Upon visual inspection, no damage was noticed on the device. There were slight scratches and hammer marks which are consistent with device usage. Functional testing: both device were able to be re-assembled and tightened properly. A complete functional test in effort to replicate the reported complaint condition could not be performed at cq as nail, other mating device was not returned. Dimensional inspection: it was not performed as no damage found to the returned device as observed during the visual inspection. Conclusion: this complaint was not able to be confirmed or replicated and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot . Part: 03.037.011, lot: l160115, manufacturing site: (B)(4), release to warehouse date: nov 22, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unk - guides/sleeves/aiming: aiming arm /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Synthes employee. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the proximal femoral nailing system (tfna) on a patient left hip fracture, a distal targeting device on a short tfna did not work on the nail. It had to manipulate and had to spend the aiming arm and the handle in equipment back in to have it replace and evaluated to see if there was anything going on about. It is unknown if there a surgical delay. Procedure and patient outcome were unknown. This is report 2 of 3 for (B)(4).